Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-mar-2022. H6: investigation summary one p50j protector sample received for investigation. Upon visual inspection, there is a piece of metal coming from the metal seal protecting the rubber stopper of the vial. Fourier transform infrared spectroscopy was performed, foreign substance was identified as rubber stopper coming from the vial stopper and talc from the membrane. This may have been produced due to the material of the rubber stopper as only the tip of the needle can be seen. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. The rubber stopper being used should not be used with p50j, as the cannula does not correctly pass through the entire wall of the stopper. This is generating coring. The stopper is usually used with protector p55, which has a much longer cannula and is made of polypropylene. A device history review was performed for reported lot 2001124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed as per procedure, to evaluate any particles generated by the injector when coupled to other components after ten activations. Although phaseal needles are designed to reduce coring, there are several factors that can influence the tendency to coring. Membrane coring can occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Rubber stopper coring can occur depending on the quality of the stopper, the design and dimensions of the needles used, or if a bad connection of the protector is made or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible roto cause is associated with the incorrect use of the rubber stopper corresponding to the cannula type of the protector.

Event description:
It was reported that rubber foreign matter was found in bd phaseal¿ protector p50j. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: "foreign body contamination. Rubber fragments were found during the preparation of imfinzi." Related prs: ¦(B)(4) ((B)(6)) for c180j. ¦(B)(4) ((B)(6)) for p50j. This is a report about coring. During preparation of imfinzi, small pieces were found.

Event description:
It was reported that rubber foreign matter was found in bd (B)(6) protector (B)(4). This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "foreign body contamination. Rubber fragments were found during the preparation of imfinzi." Related prs: (B)(4). This is a report about coring. During preparation of imfinzi, small pieces were found.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.